Event description:
It was reported the subject device was emitting a bright light and can¿t be adjusted manually. Issue was identified during a diagnostic colonoscopy and endoscopy. The procedure was completed using an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: debris inside socket and pump unit air tubing a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to faulty diaphragm iris unit cause failure brightness adjustment functioning should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.